Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, available information suggests procedural factors (under-expanded valve) likely contributed to the event. When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flows across the valve and obstructs, which can contribute to increased gradients or stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Event description:
During a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach (inside a pre-existing surgical valve), the implanting team found an elevated gradient across the newly implanted valve of 29mmhg. They decided to bring the patient back and fracture the surgical valve. Pre bav, the invasive gradients using a langston pigtail across the valve revealed multiple values ranging from 17mmhg to 31mmhg. The patient had no symptoms, but the team opted to continue due to the appearance of under expansion in the 26mm s3u valve. Two days post-implant, the implanting physician, post-dilated the valves with a 25mm non-edwards balloon up to approximately 14 atm and the surgical valve "cracked" larger. The invasive gradient was still 19mmhg so they post-dilated another time with a 26mm non-edwards balloon in an attempt to make sure thv fully expanded. At the end of the procedure, the invasive gradient, using the same methodology, was 18mmhg. The team was satisfied with the result.